Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges a lung node. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information about an alleged lung node. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer using a known good power supply and power cord and observed the following from an investigation. An unknown white, gray, and black dust-like contamination (inconsistent with sounds abatement foam degradation) at the air inlet of the blower box, also, there were tiny gray and black (inconsistent with degraded sound abatement foam) fibers/hairs at the air inlet of the blower box, dust-like contamination on top of the blower box, the blower motor, and the blower motor seal, black dust-like contamination (inconsistent with degraded sound abatement foam) and fibers/hairs on the inside of the bottom of the enclosure, dust-like contamination on the bottom of the blower motor and inside of the blower motor, slight black contamination, consistent with keratin, at the air outlet of the blower box. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and found one error. The manufacturer unable to directly address the symptoms outlined in the complaint and they was not able to confirm the presence of degraded sound abatement foam. The manufacturer can confirm the presence of contamination in the airpath. In this report, section h6 has been updated.